Event description:
Rv lead impedance warning >2000 ohms. Hcp reported bradycardia ~20 bpm. Mode: ddd 60-110 bpm. No capture issue noted in the available egms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).